Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure. Without a lot number a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2011: patient underwent surgery for an incisional herniorrhaphy wherein a ventrio mesh product was surgically implanted. On (B)(6) 2013: it is alleged that the patient suffered severe and permanent injuries as a result of the "defective" mesh products surgically implanted in her, which engulfed and obstructed her bowel, resulting in the removal of such products and reconstructive surgery. The attorney alleges the patient suffered pain, obstruction, explant and additional surgical invasive procedure.